Manufacturer narrative:
* Additional information received: it was reported that the sheath damage was found during inspection of the device, prior to inserting into the patient. The iliac artery was not noted as being tortuous. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusions; four images were provided by the account for review. The photos capture a section of the front end of the endurant ii stent graft complaint device. A bend is visible to the device immediately proximal to the tapered tip with damage to the tip of the graft cover. Bunching is evident on the graft cover with blood is present inside the graft cover. The reported ¿kink¿ cannot be confirmed through analysis of the images provided. The device returned with the external slider in the home position. A gap of 1.4mm was present between the taper tip and graft cover which is over specification 1mm). Blood was observed within the graft cover covering the graft. Damage was present to the tip of the graft cover with a bend immediately proximal to the tip. Bunching was evident at multiple sites along the length of the graft cover. A kink was seen to the graft cover immediately distal to the stent stop. The stent graft was deployed on the benchtop. Kinks were present to the spiral tube 16mm from the tapered tip and immediately distal to the stent stop. Damage was evident to the distal end of the stent stop. Multiple minor creases were seen to the shelf carton. The shelf carton and delivery system were lined up as it would be if loaded inside the product tray in the shelf carton. The creases to the shelf carton were not noted to be at the same locations as the damage seen to the device. The reported ¿kink¿ was confirmed through analysis of the returned device. Ruler calibration # 7367. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant limb was intended to be implanted during an endovascular procedure for the treatment of a 50mm abdominal aortic aneurysm. During the index procedure the physician noted the stent enlw1616c95ee would not enter the body smoothly and once withdrawn it was noted that the connection between the outer sheath of the stent and the tip was damaged. The physician decided to replace the device and the procedure was successfully completed.  As per the physician the cause of the even was due to the damaged stent sheath. No additional clinical sequelae was provided and the patient is fine.